Event description:
It was reported that the pump exhibited a "comm board failure." It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other, other text: b3: unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the bottom tamper seal was broken and the plunger case seal was removed. Damage was observed on the top and bottom cases, the right plunger head, the pattery door and the power receptacle seal. Functional testing found that the interconnect board was not connecting or communicating. The investigation determined that normal wear was the cause of the reported issue. It was noted that the interconnect board was over eight years old. The interconnect board was replaced to correct the issue. Service history review identified the complaint was not related to a previous service of the device within the review period.